Event description:
Images of cta slices from several studies were reviewed. The slides were of low resolution, without scale, and therefore limited the extent of the film review. Films pre-implant showed that the aaa contained thrombus; the left common iliac artery was acutely angulated at its origin as well as calcified. The right iliac was less tortuous; the distal aorta was large. Cta's 7-days post-implant show that the stent graft was placed just below the renals, with the ipsilateral limb and extension on the right side. The left/contralateral limbs make an acute lateral bend as they route into the left iliac; however no obvious thrombus is seen. The 1-month post implant study showed no noticeable change in stent graft in-vivo configuration compared to the earlier post implant study. No occlusion is seen within the contralateral/left limb; however, thrombus is seen within the bifurcate limb at the level of the flow divider. No stent graft kink or compression is seen; the cause of the occlusion seen in the ipsilateral limb could not be determined from these images. The cause of the reported contralateral limb occlusion was likely due to the angulated and calcified left iliac artery.

Manufacturer narrative:
Method: films.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 48 mm diameter x 100 mm length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 23 mm distally with a length of 8.5 mm. The right common iliac artery was 8mm in diameter and the left was 7.5mm. Post-operative discharge CT showed no abnormality. At a follow-up visit approximately three weeks post implant the patient complained of leg pain and CT was taken which showed some thrombus within the stent graft. The patient was admitted and heparin and warfarin were administered for thrombolysis. It was also noted that the left limb was found to have kinked at the left eia which led to the occlusion. The decision was made to implant another manufacturer¿s stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient¿s condition affected effectiveness of device (narrow iliac artery), unapproved use of device (iliac diameter <(><<)>8mm); evaluation, conclusion: inherent risk of a procedure (occlusion), device failure/lack of effectiveness related to patient condition (narrow iliac arteries), off ¿label, unapproved or contraindicated use (iliac diameter <(> <<)>8mm),